Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient can¿t seem to get the programmer (pp) to workright; they were not able to increase stimulation. It was stated that they started having their urgency and frequency problem again, starting 3 months ago, so they were trying other programs to see which one works best. Troubleshooting on the call found that the patient was on program 1 at 1.9, but the stimulation was off. It was reviewed that this could be why they weren¿t getting therapy relief, but the patient still wanted to try a different program. They were assisted with switching to program 2 and they increased to 2.5v where they reported feeling comfortable stimulation in the buttock area. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient didn't think the device was working and wanted to check to make sure the lightning bot was there. The patient also stated that she peed her pants twice in the last hour and was going to the bathroom more. The patient stated that stimulation was on but needed to increase. The patient also was not feeling stimulation and wanted to increase. This was described by the patient as sudden. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they were not getting symptom control from the ins. Patient stated they already tried to connect the patient programmer to the ins by pressing the turn implant off key when synced with patient programmer it showed that the stimulation was off. Patient noted they were set at 3.7 on program 3. Therapy was turned on and patient had the ability to change programs and/or adjust stimulation. Pat agent walked patient through changing to program 4 and increase stimulation to 2.5v. The patient confirmed that the stimulation was comfortable and that they will monitor symptoms. No further complications were noted or anticipated.